Manufacturer narrative:
Results: drive tube.

Event description:
It was reported by service report that the bed drifts down. The customer could not determine whether there was pt involvement or if adverse consequences occurred.